Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a leadless implantable pulse generator (ipg) implant procedure the patient experienced a perforation and pericardial effusion. Drainage was performed. The device remains in use. No further patient complications have been reported as a result of this event.